Event description:
It was reported that prior to use a hole was discovered in the barrel of syringe with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: it was reported that there is a hole in the barrel of the syringe.

Manufacturer narrative:
H.6. Investigation summary customer returned a photo of a 1cc, 6mm, 31g syringe with the shelf carton from lot # 9248361. Customer states that there is a hole in the barrel of the syringe. The photo was examined and exhibited piece of the barrel broken off of the syringe ranging from the 60-100 unit marking. A review of the device history record was completed for batch# 9248361. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200841699] noted that did not pertain to the complaint. Visual inspection of the picture showed a hole in the barrel between the 60 to 100 scale lines. Process summary: the automatic syringe assembly machine feeds 1cc/ml, syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. There were no quality notifications or maintenance dispatches created during the production of this batch that pertained to this defect. A root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use a hole was discovered in the barrel of syringe with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: it was reported that there is a hole in the barrel of the syringe.